Manufacturer narrative:
H3: yes. H6: medical device problem:2907. Medical device component: 907. Type of investigation: 10; 3331. Investigation findings:4248. Investigation conclusion: 19. H10: the implant was received, and a visual inspection was conducted which confirmed the middle blocking slide had become completely detached from the implant. The plate contains a witness mark on the posterior side directly behind the location of the detached blocking slide. The witness mark suggests the plate bending instrument was positioned inconsistent with IFU requirements while contouring/bending the plate. The device history record was reviewed for this pn/ln. Qty 9 plates were received on 04/02/2012 manufactured to drawing rev. C. The plates met all specification requirements and passed final inspection prior to being released into inventory. No patient injury was reported. Root cause appears to be the results of an incorrect plate bending technique. Witness marks confirm the plate bending instrument was positioned inconsistent with surgical technique guide requirements while contouring/bending the plate.

Manufacturer narrative:
The returned device is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The locking mechanism popped off of a 60mm trestle luxe plate during surgery.